Event description:
During t2 tibial nail surgery, the surgeon used rigid reamer. When the surgeon checked x-ray image, a metal like piece was seen. The surgeon removed the metal piece.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 tibial nail surgery, the surgeon used rigid reamer. When the surgeon checked x-ray image, a metal like piece was seen. The surgeon removed the metal piece.

Manufacturer narrative:
Evaluation summary: evaluation revealed that the rigid reamer ø 12mm did not contribute to the complained event therefore it was classified as concomitant item. Details of the evaluation of the primary reamer will be reported on MDR 9610622-2013-00249.